Manufacturer narrative:
This event occurred in the (B)(6). It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports that the following coaguchek xs results were obtained: 5.7 inr, 3.2 inr and 3.1 inr. No treatment changes reported. No adverse event. Requested return of suspect device and replacement was sent.